Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-35210, related manufacturer reference number: 2017865-2021-35211. It was reported that a patient presented in-clinic for a system extraction. Prior imaging with computerized tomography revealed vegetation on the patient's leads, indicating a system infection. Potential endocarditis was also found in the right atrium. The patient's entire system was explanted on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported